Event description:
It was reported that a user experienced a low blood glucose while using the iLet with a Libre 3+ after staying up late, eating late, and consuming an unannounced snack, which led to glucose trending high, triggering corrective dosing, and a subsequent decline despite stabilization efforts; the episode was treated with oral glucose tablets and the device provided a low alert. Symptoms included hypoglycemia with fatigue and malaise. Outcomes included an unexpected medical intervention in the form of medication administration and classification as a serious injury or illness. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to an improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.